Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp pediatric one-piece arterial cannula, it was reported that upon insertion of the guidewire, the cannula body defected, immediately fraying. It was confirmed that the material did not come into contact with the patient ,and the defect was detected beforehand during technical handling.the device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the info that the guidewire caused the device to fray is correct. Insertion of the integrated guide and placement of the nelaton catheter at the tip. At that stage, the cannula body began to fray or unravel. The fiber detachment was specifically located in the section between points 1 and 2 in the diagram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the cannula was not heated or cooled prior to use, the device is not subjected to any temperature changes. E. Initial reporter. First name, last name <(>&<)> phone number: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.